Manufacturer narrative:
Device return is not required.

Event description:
On (B)(6) 2017, the reporter contacted animas and alleged that the patient had experienced skin irritation on the upper arm in the form of a burning and itchy sensation on the outlines of the sensor¿s adhesive. The patient was not available to give specific details but was likely given a cream to treat the reaction. This complaint is being reported as the issue required medical intervention. The product issue is not likely to cause a blood glucose excursion because the sensor has no effect on insulin delivery.